Event description:
An olympus representative reported on behalf of the customer that the single use distal cover fell off from the evis exera iii duodenovideoscope and into the patient's throat during removal of the scope at the end of an endoscopic retrograde cholangio-pancreatography (ercp) procedure. The distal cover was retrieved using an esophagogastroduodenoscope, which slightly extended the procedure. The patient was still sedated at that time. The procedure was completed using the same device. There was no harm or user injury reported due to the event. This event is reported under the following related patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope. This medwatch report is for patient identifier (B)(6).

Event description:
This report is being supplemented to correct d4: unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.